Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1 implantable collamer lens, -5.5/1.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024 . On (B)(6) 2024 the lens was exchanged with a longer length lens due to a low vault the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).